Event description:
The reporter alleged the device would not properly display patient ECG through a 4-wire ECG cable. No additional event information was provided to medtronic physio-control. The use did not involve device pacing or defibrillator therapies. Patient outcome was not reported, although ECG data retrieved from device memory supports the baseline, artifact observed is consistent with noise from muscle tension.